Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were going to see their physician about the implant. Patient's weight was obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she was having a lot of localized pain from the area the implant was. The patient stated that it hurt when she was sitting or lying on her stomach and it was constant 24/7 pain and she didn¿t know, but she was assuming the device may have moved. The patient noted that the device was implanted in her butt so she could not see back there. The patient stated she wears a continuous positive airway pressure (c-pap) and she couldn¿t lay on her stomach with the c-pap and was losing sleep. The patient reported she had not fallen, had a trauma or done anything like lose weight and her weight was about the same. The patient stated there was no reason or her to be in pain. The patient stated she had tried to turn off the device off and the pain did not resolve and was still present. The patient noted she had already called the healthcare professional (hcp) about it. The patient noted she changed the batteries in the patient programmer. The patient noted the pain at the implant site started more than a week prior to (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.